Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap was broken while rotating the driver during deployment of the implant. The broken spacer parts were removed and the procedure was completed successfully with another implant. The patient was doing well postoperatively.